Event description:
I used super poligrip from 2008 until (B)(6)2010. I keep feeling my leg and foot always was weak numbness and tingling. So I had a test done at the pain clinic and my next visit was when I was diagnosed with neuropathy, but there were redspots in my legs. I used super poligrip for about 2 yrs. It just had to keep using it. I was like it made my mouth uncomfortable. Then my leg and feet give me a hard time on my left side but then moved to my right side. That is when the tingling and numbness from the top of my arm down to my finger tips and whole hand would begin just tingling and nobbing for about 30 minutes and a break for a minute, but then start back. Dose or amount: denture cream, frequency: 2x daily, route: oral. Diagnosis or reason for use: denture cream. Event abated after use: no. Event reappeared after reintroduction: yes.